Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer called in to report a hospitalization due to high blood glucose. The customer stated that while not wearing the insulin pump because she was changing the site, the customer was found unresponsive and passed out by her mother. The customer's blood glucose level was 385 mg/dl at the time of admission, but fluctuated between 164 and 486 mg/dl. The customer's symptoms included shortness of breath and vomiting. The customer was not wearing the insulin pump at time of admission. The cause per the healthcare provider was diabetic ketoacidosis, kidney failure, and a heart attack. The customer did not remember what she was treated with. The customer also reported that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out. The product was not replaced or returned for analysis.